Manufacturer narrative:
P-cap locked properly during testing. Unit powered-up properly upon battery installation with all buttons functioning properly. Unit passed displacement test, self-test, active current measurement test, sleep measurement test. Unit successfully downloaded to thump. No pump error 23 alarms or other unexpected alarms noted during test. Verified in the pump history download the pump alarmed pump error 23 (file number 39 line number 691) on (B)(6) 2024 01:45:58.000 due to internal flash. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open for visual inspection of keypad traces and electronic assemblies. Motor was tested outside of the device and passed. The keypad traces, electronic assemblies, and motor assemblies were inspected, and no anomalies noted. Unit was received with no physical damage. Customer concerns were not confirmed due to pump powering up and functioning properly. No unexpected battery power alarms or other relevant alarms found on or around event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated that the buttons in the insulin pump took time to respond and post-reset ram crc alarm(pump error 23). Troubleshooting was performed and found that there was no stuck button alarm received. Also, the numbers were not ramping or the scroll bar not moved up or down with no input from the user. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per healthcare professional instructions. The insulin pump will not be returned for analysis.